Event description:
On (B)(6) 2010, leica microsystems received a complaint from (B)(6) medical center regarding tissue that was difficult to cut over a three week period, following processing using three (3) peloris tissue processors (B)(4). Specific date on which the sub-optimal processing occurred were not provided.

Manufacturer narrative:
(B)(4): add'l device manufacture date: 09/01/2009. Eval, method: investigation of this complaint by leica microsystems is continuing.